Manufacturer narrative:
Other relevant device(s) are: camera 9735821 vega base s8 svc, lot number p901064 and cable 9735843 camera ethernet kit s8 svc. A medtronic representative went to the site to test the equipment. It was reported that the cable kit and camera were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cable kit was returned to the manufacturer for analysis. The reported issue was confirmed through functional testing and visual/ physical examination. Two of the three returned cables were found to be fully functional. The short cable was found to have an open at pin 1. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was showing "localizer not connected" for the camera, and the camera details stated "camera not connected". The camera had an amber fault light present. Technical services (ts) had the site open up the toolbox in settings and the positioning sensor unit (psu) was not even visible to the system. The clinical specialist went to the site to troubleshoot and he was able to replicate the issue observed by the site. The "poe injector" in the camera cart had a green light, and bypassing the camera arm with a new ethernet cable did not resolve the issue. The (cs) later called to report that he had received the replacement camera and the issue was still not resolved. He noticed that the network cable coming from the "poe" to the switch looked like it was damaged. He replaced the cable with a known working network cable to test and the camera connected via the toolbox. However, the camera that was shipped had the bump sensor triggered. The cs put the old camera back on the system and the system was working. There was no patient present.

Manufacturer narrative:
The camera was returned to the manufacturer for analysis. The reported issue was confirmed with an electrical failure of the camera. This issue was documented in a medtronic hardware defect tracking database. If information is provided in the future, a supplemental report will be issued.